Event description:
An isi rep reported that while preparing to start a da vinci s cardiac biventricular lead placement procedure, the camera head and endoscope attached to the endoscopic camera manipulator (ecm) arm would not advance. An isi technical support engineer (tse) assisted via telephone and had the isi rep undock, try to manually move the ecm then restart the system, however, the issue remained. The pt side cart monitor also lost video when the ecm setup joint was moved. The pt was under anesthesia for 30 minutes and the port incisions were already made when the surgeon decided to complete the planned surgical procedure with the site's spare da vinci system. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering found system error code #23007 in the system error logs, which is associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the pt side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm and ecm setup joint (suj). The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The #23007 system error code appears when the da vinci s safety system determined that a sensor was out of specified tolerance for agreement on an axis potentiometer, thus causing the system error #23007. Upon determining this condition, the safety systems put da vinci s in a "recoverable safe state". The ecm was returned to isi for failure analysis investigation. During engineering eval, a grinding noise could be heard coming from an axis insertion drive. The top link cap cover was removed and engineering observed that two screws holding the brake were loose, thus causing the grinding noise and system error code #23007 experienced by the customer. The ecm suj was also returned for failure analysis investigation, however, no issues were found during testing. As of 2008, there have been no reported recurrences of the issue at this hospital.